Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their reservoir was over delivering and they had air bubbles in the tubing. The customer¿s blood glucose level was unknown at the time of the incident. The customer's endocrinologist states the pump is unable to download. Troubleshooting was not completed as the customer declined. No further information was provided. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device was downloaded to carelink pro properly and all bolus delivered were found at the care link report. Device passed the delivery accuracy test at 0.0874 inches.(B)(4).